Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain four of five of their therapy. The patient had drained 135ml of an expected 1122ml at the time of the alarm. The caregiver went on to state that the patient had received the alarm during fill four and dwell four as well. It was verified that the unused lines were clamped. As the alarm had occurred multiple times, the technical support representative assisted the caregiver with cancelling the treatment. Upon removing the cassette, the caregiver mentioned that fluid was leaking from the cassette and into the cassette compartment of the cycler. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with treatment without the cycler if necessary. Follow up with the patient¿s nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The cause for the leak was unknown. The patient discarded the cassette used at the time of the incident. The patient has since received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.